Event description:
It was reported that during a diagnostic procedure, the catheter tip caught on the vessel wall and a dissection occurred. The hospital reported that no corrective action was taken and the procedure was succesful. The patient status is listed as, "okay."